Event description:
It was reported that the user went through multiple infusion sets and insulin due to a perceived pump piston issue causing the cartridge to leak. The agent determined the user was connecting all supplies before inserting the cartridge and instructed the user to insert the cartridge into the pump first, then connect the tubing, which resolved the leak and restored insulin delivery, with the device component involved being the cartridge and the infusion set. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with the component affected being the cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.